Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pressing the push button, it doesn't work [device malfunction] insufficient delivery, enough dose of insulin doesn't come out or doesn't come out at all [device delivery system issue]. Case description: this serious spontaneous regulatory authority case received via ministry of public health from russian federation was reported by a other health care professional as "pressing the push button, it doesn't work(device component malfunction)" beginning on (B)(6) 2023, "insufficient delivery, enough dose of insulin doesn't come out or doesn't come out at all(device delivery system improper flow)" beginning on (B)(6) 2023, and concerned a 63 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", patient's height: 164 cm . Patient's weight: 98 kg . Patient's bmi: 36.43664490. Medical history was not provided. Concomitant products included - levemir flexpen(insulin detemir) solution for injection, .0024 iu/ml on (B)(6) 2023, while pressing the push button, it does not work. So enough dose of insulin does not come out or does not come out at all. Event was assessed by the reporter as "threat to health and life" batch numbers: novopen 4: unknown . Action taken to novopen 4 was reported as other. The outcome for the event "pressing the push button, it doesn't work(device component malfunction)" was recovered. The outcome for the event "insufficient delivery, enough dose of insulin doesn't come out or doesn't come out at all(device delivery system improper flow)" was recovered. Investigation results: name: novopen 4 batch number : unknown. No investigation was possible, because neither sample nor batch number was available. No further information available. References included: reference type: e2b authority number. Reference ID#: ru-mph-10-23985/23 reference notes: ministry of public health, ru (russian federation). Final manufacturer's comment: (B)(6) 2023: the suspected device has not been returned to novonordisk for investigation. Relevant information on the clinical consequence due to device malfunction or technical complaint with novopen 4 has not been reported. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary: name: novopen 4 batch number : unknown. No investigation was possible, because neither sample nor batch number was available.